Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed to its "working position." At this point in the deployment process, significant paravalvular leak (pvl) was identified. Subsequently, the valve was recaptured. While recapturing the valve, the valve frame came in contact with annular calcification, which resulted in inward deformation of the valve. The valve and dcs were then removed from the patient's body. A new valve and dcs were then utilized to complete the procedure. Additional information was received that there was no misload identified during loading. Upon 80% deployment, the pvl was identified. Upon the second deployment attempt, the inward deformation was an infold in the valve frame. A procedural delay did not occur as a result of the infold. Per the physician, the patient's bicuspid native valve contributed to the infold. Additional information was received that the severity of the pvl was moderate. At this point, the new valve and new dcs were loaded while the first dcs was withdrawn from the patient.

Manufacturer narrative:
Updated data: b5. H1. The original information indicated the event was a serious injury. Additional information indicates that a life threatening injury did not occur. The event is now a reportable malfunction. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed to its "working position." At this point in the deployment process, significant paravalvular leak (pvl) was identified. Subsequently, the valve was recaptured. While recapturing the valve, the valve frame came in contact with annular calcification, which resulted in inward deformation of the valve. The valve and dcs were then removed from the patient's body. A new valve and dcs were then utilized to complete the procedure. Additional information was received that there was no misload identified during loading. Upon 80% deployment, the pvl was identified. Upon the second deployment attempt, the inward deformation was an infold in the valve frame. A procedural delay did not occur as a result of the infold. Per the physician, the patient's bicuspid native valve contributed to the infold.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0012997828); product type: 0195-heart valves; implant date; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed to its "working position." At this point in the deployment process, significant paravalvular leak (pvl) was identified. Subsequently, the valve was recaptured. While recapturing the valve, the valve frame came in contact with annular calcification, which resulted in inward deformation of the valve. The valve and dcs were then removed from the patient's body. A new valve and dcs were then utilized to complete the procedure.